Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure a single coil defibrillation lead was not able to convert ventricular fibrillation (vf) in any polarity. The lead was removed and replaced by a dual coil lead, however, the patient was again unable be shocked out of vf and had to be shocked externally. The procedure was stopped. The dual coil lead remained in use until it was later explanted and replaced. A superior vena cava (svc) coil lead was also added, and defibrillation threshold testing was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.